Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. However, the investigation suggests that a component failure, specifically a broken charge-coupled device (r-unit), likely led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the rigid video laparoscope was found to have a broken charge-coupled device (r-unit). There was no patient involvement.